Event description:
It was reported that this pacemaker was recently reprogrammed to atrial pacing (aai). The healthcare provider requested assistance due to the patient is now having trouble getting their heartrate up with increased activity. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. Additional information received advising the patient was seen in-clinic, the patient's rate measured at 50 beats per minute (bpm) and there was farfield r-wave oversensing (ffos) observed. At this time, the pacemaker remains in-service. No patient symptoms or adverse patient effects were reported.